Event description:
It was reported that a malfunction occurred on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was informed to continue using the pump and to call back if the malfunction recurred.